Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise, and the implantable cardioverter defibrillator (ICD) experienced a power on reset (por). The device and lead were both reprogrammed, and remain in use. No patient complications have been reported as a result of this event.